Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had to press hard for the act button to respond. The customer¿s blood glucose level was 200 mg/dl. Customer also reported pump error. The customer was also advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.